Event description:
A surgeon reported a pt who had her bilateral intraocular lenses (iols) exchanged due to disabling glare. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 3/20/2012 and 3/27/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).